Event description:
Same case as: 2134265-2009-01367, 2134265-2009-01368, 2134265-2009-01370, 2134265-2009-01371. It was reported that post a coronary drug eluting stenting treatment procedure, restenosis, chest pain, back pain, shortness of breath, fatigability, weakness, and occurred. The patient was originally at the hospital for gallbladder procedure, and began to experience chest paint and related cardiovascular symptoms. He had stopped taking his plavix and aspirin seven days prior for the gallbladder intervention. The patient later requested to be transferred to another facility and under went a cardiac catheterization procedure, which identified 90% stenosis in the right coronary artery (rca) distal to a previously deployed stent at the bifurcation into the posterior descending artery (pda) and diagnosed an acute myocardial infarction. The lesion was predilated with a 2.5 x 15mm maverick balloon. A 2.50x20mm taxus express2 drug-eluting stent was deployed in the rca. A kissing balloon technique was performed with a 3.0x15mm quantum balloon. Additional dilatations were made with a 2.0x15mm maverick balloon. Stenosis was reduced to 5%. Medications given include: heparin and nitro. Approximately 48 hours post the initial procedure, the patient experienced chest pain and was transported to the hospital. The patient underwent angiography, which revealed the previously placed taxus stent had become thrombosed and the patient had suffered a 2nd mi. Two 2.0x15mm maverick balloons were inflated multiple times, to 12atm, which resulted in the return of timi flow 3. A 2.5x24 mm taxus drug eluting stent was deployed in the 80% stenosed distal portion of the previously placed rca. The proximal stent margin was lined up with the previously placed stent. Post dilatation was performed with a 2.5x15mm quantum maverick balloon in the mid portion of the stent. The stenosis was reduced to 0% with timi 3 flow. The patient developed an episode of ventricular tachycardia, which lasted about three minutes. The patient was hemodynamically stable during the event. Medications given include: heparin and integrilin. The patient was discharged two days later. Six months post the initial stent placement, the patient was seen by the physician for chest pain. He is experiencing two types: a sharp stabbing pain that occurs without relationship to activity and is brief in duration and a heaviness that occurs primarily at rest, which is relieved by nitroglycerin. Cardiac catheterization is to be performed in the future. Thirteen days later, the cardiac catheterization procedure identified 80% restenosis of the proximal and distal ends of the previously deployed stent. A 2.75x32mm taxus express2 drug eluting stent was deployed overlapping the previously placed stent in the mid-distal rca. A 3.00x16mm taxus express2 drug eluting stent was deployed at the proximal edge of the 'old stent' covering the proximal lesion. The stenosis was reduced to 0% with timi 3 flow. Medications given include: heparin and integrilin. The patient was discharged the following day. Three days later the patient presented with chest pain. Angiography identified stent thrombosis in the stented mid rca. An inferior wall mi was diagnosed. A non-bsc aspiration catheter was to perform an embolectomy to the mid to distal rca. A 3.5x16m liberte bare metal stent was deployed in the mid rca. Residual stenosis was treated with a 4x15mm quantum ranger balloon. The stenosis was reduced to 5% with excellent flow. Medications given include: heparin, aspirin, and plavix. The patient was discharged the following day. Thirty days later, the patient was seen by the physician for sharp substernal chest pain, which is not relieved by medication. No treatment was performed. Three months later, the patient was seen by the physician for chest pain, back pain, shortness of breath, fatigability and weakness. No treatment was performed. Four months later, the patient was seen by the physician for bouts of interscapular pain, similar to his prior angina. Cardiac catheterization is to be performed in the future. Nine months later, the patient presented with chest pain. Angiography identified 95% focal stenosis in the mid portion of the stented segment and a longer 80% in-stent restenosis in the distal segment. The mid and distal portions of the rca were predilated with a 3.5x20mm maverick balloon. A 3.50x23mm promus drug eluting stent was deployed in the distal lesion, and a 3.50x18mm promus drug eluting stent was deployed in the mid portion. The stenosis was reduced to 0% with excellent flow. Medications given include: heparin and reopro. The patient was discharged the following day.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review of the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.